Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. -two unpackaged ar-9597-10 drill sleeves were received for investigation, along with a concomitant ar-9676. -visual inspection identified that one of the two returned drill sleeves had an ar-9676 stuck within the inner diameter, which could not be removed. Damage was preset to both sleeves proximal to the sleeve openings. The ar-9597-10 without a retained drive shaft within its inner diameter was tested with the loose, concomitant ar-9676. No fit issues were noted. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-9676 reamer (line #1) inner drive shaft, seized inside of the ar-9597-10 reamer sleeve ( line #2). This was discovered during use in a shoulder shoulder on (B)(6) 2021. The surgeon was able to separate the devices and noticed significant wear on the inner sleeve. The case was completed using the same devices without further issue.